Event description:
The pt stated that she inserted a new insulin cartridge into her infusion device, primed the infusion tubing, and placed the infusion device in the run mode. She stated that 5-10 minutes later, she received an alarm (alarm not specified) and she found that the entire cartridge of insulin had emptied into the cartridge compartment of the infusion device. She stated she dried out the cartridge compartment and used the infusion device for the next 3 days before switching to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.